Event description:
It was reported that during an arthroscopic sad and mini open rotator cuff repair procedure using a smartstitch suturing device handle with a smartstitch m-connector, the trigger on the handle got stuck and would not move when surgeon attempted to pass sutures. Another m-connector was opened and loaded, but with this device, the needle would not grasp the suture. Due to this event, the procedure was completed using a competitor's device. There were no significant delays or patient complications reported as a result of this procedure.